Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to verify the motion sensor test failure alarm or excessive no delivery alarms due to motor error alarms. There was no unexpected check settings alarm. The drive support disk has no anomaly. The pump had cracked case at lcd window corners, cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, motion sensor test failure alarm, and no delivery alarm. The blood glucose at the time of the incident was 117 mg/dl. The customer was trying to change the pump and put in her medication when all the settings were reset. The customer was assisted with setting the time/date and priming but it alarmed no delivery and check settings. The customer was advised to reduce the pressure on the piston and they were able to successfully prime. The alarm history noted the following: motor error, motor position encoder error alarm and motion sensor test failure alarm. The customer was unsure if the drive support disk was protruded or loose. The pump was not exposed to high magnetic field. Troubleshooting was performed. The device was returned for analysis.